Event description:
There was no reported patient impact associated with this complaint. The patient's mother contacted animas on (B)(6) 2012 alleging that the pump would not power on even after the battery had been replaced. The reporter claimed the power issue started earlier that day after the patient had gone swimming with the pump. At the time of troubleshooting, the patient's mother confirmed the audio bolus button was torn and there was moisture visible behind the pump's display. It is not known if the pump's audio bolus button was torn prior to the patient swimming with the pump earlier that day. This complaint is being reported because the alleged power issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4) - device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: review of the black box and download history revealed a power issue recorded. The pump was returned for investigation with visible moisture in the display screen. The audio bolus button was noted to be detached from the pump. On examination, there was no damage to the battery compartment or the battery cap. On testing, the pump powered on normally. The pump was exercised for 24 hours with no alarms or power issues. A leak test was performed and revealed a leak at the audio bolus button. The pump cover was removed for investigation and revealed moisture present inside the pump and on the components of the printed circuit board.